Event description:
Ous MDR - it was reported this ICD was explanted due to impedance issues.

Manufacturer narrative:
The returned ICD first underwent a status interrogation. The device status was bos, and 25 charge processes had been registered. During a visual inspection, discoloration of the housing was detected. This kind of discoloration can arise on the housing surface of the ICD from the formation of titanium oxide, due to the strong electrical fields during a shock delivery. This is normal and as expected and has no influence on the devices capability to provide therapy. The memory content of the icds was analyzed. The analysis confirmed the clinical observation. From (B)(6) 2018 to the explantation on (B)(6) 2018, an rv pacing impedance of less than 200 ohm was shown almost throughout. The check of the available iegms showed interference signals in the right-ventricular channel that, matching the clinical observation, led to several shock deliveries. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. Furthermore, the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In addition, the production documents of these devices were reviewed. All manufacturing steps had been carried out properly. There is no indication of a material defect or manufacturing error of the ICD or the leads. In summary, the ICD underwent an extensive analysis. During the analysis of the device memory data of the ICD, the clinical observation could be confirmed. Interference signals in the right-ventricular channel were detected in the available iegms, which led to several shock deliveries. However, the ICD proved to be fully functional during the analysis. The observed discoloration of the ICD housing is caused by the formation of a titanium oxide layer on the surface of the ICD housing. This is normal for the strong electromagnetic fields during shock delivery and is expected. Based on the analysis result, damage to the right-ventricular lead cannot be ruled out.